Event description:
During evaluation of a returned homechoice automated pd set with cassette, the device was found to be cut along the edge of the cassette sheeting weld located on the lower right corner of the cassette. No additional information is available. This is report 1 of 8.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. A visual inspection was performed with cuts in the cassette sheeting noted. A leak test was performed with a leak from the cassette noted. The device also failed to meet pressure testing requirements. Clamp function testing and clear passage testing were performed with no issues noted. The sample was not run on the homechoice machine due to the physical failure found. The cause of the condition was not determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.